Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6 -7.0/+1.0/109 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6)2024. Excessive vault was observed. Lens was exchanged on (B)(6) 2024 for a shorter length lens and problem was resolved. Cause of event is reported as unknown.